Event description:
Legal counsel for patient reported patient underwent a hip resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, damage to surrounding bone and tissue, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. Review of invoice history confirms the initial implant date, however the revision date could not be confirmed. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations there in are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00200 / 00201).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a hip resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, damage to surrounding bone and tissue, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. Review of invoice history confirms the initial implant date, however the revision date could not be confirmed. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of gray-greenish fluid, gray green stained synovium, 3 x 3 cm defect in the medial wall, a fracture line from the anterior column to the posterior column and sciatic notch with pelvic discontinuity, fibrinous tissue, a fracture of the tip of the greater trochanter and metallosis. The modular head and acetabular cup were removed and replaced with a competitor total hip system.